Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, when it was midway up to the arm, the shaft broke. The broken portion was still outside of the patient's body. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 64.5 cm distal to the distal end of the strain relief and multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vacular access was obtained via the radial artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, when it was midway up to the the arm, the shaft broke. The broken portion was still outside of the patient's body. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported.